Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 22:18:50. During night drain cycle one, the patient's ultrafiltration reading was 928ml, indicating the home patient (hp) drained 928ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.